Event description:
Device 5 of 5. Reference MFR report: 1627487-2012-04124, 04125, 04126, 04127.

Manufacturer narrative:
Evaluation: results: the complaint was confirmed. The returned lead was kinked with all wires broken at approximately 28cm from the stimulation end. The kinks/broken wires were consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.